Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from a histologist with no information. Information identified from an online obituary indicated the patient died approximately 6 months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Products: (B)(4) cardiac resynchronization therapy defibrillator (crt-d) implanted: 2011 (B)(6); 694765 implantable tachy lead implanted: 2011 (B)(6); 5076-52 implantable pacing lead implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Visual analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.